Event description:
It was reported to philips that the device had been dropped and was not powering on. There was no reported patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified during lab tests. The f6 fuse was found opened on the power pca.